Manufacturer narrative:
(B)(6). (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packages of seven (7) units of clearlink solution sets had illegible labels. This issue was identified during setup and prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Seven (7) samples were received for evaluation. A visual inspection was performed using the naked eye which observed that the ink of the label was removed and some parts are illegible. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.